Event description:
Two spinal taps on 2 pts did not work - both spinal trays from same lot# 1817894 & both used bupivacaine from the spinal tray. Spinal was not adequate for surgical procedure. Pts required general anesthetic. New medication pulled for future spinals.